Event description:
It was reported the implantable neurostimulator was repositioned from the patient's upper hip to their rib cage in (B)(6). It was stated the patient fell in (B)(6), prior to the repositioning. The following day, it was reported the fall was not device related. It was also noted the revision was not due to the fall. No further information was reported. If additional information is received, a follow up report will be sent.

Event description:
Additional review discovered subsequent events for this patient. See MFR. Rep. # 3004209178-2013-01340.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).